Event description:
Pt underwent ptca utilizing stent placed on the balloon, and advanced through catheter. Balloon would not exit and guiding catheter was dislodged. When catheter was removed the stent was retained near the proximal aspect of the renal artery. Multiple attpempts were made to retrieve the stent, but were unsuccessful. Thrombosis developed in the renal artery. The pt lost a large amount of blood and was transferred to ICU. Because of pt's condition further attempts to retrieve the stent will be abandoned.